Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced shocking. The patient also noted that they had not been able to feel stimulation, but they needed to feel stimulation sensation otherwise they have an "awful falling feeling" inside their body. Additionally, the patient reported that the shock was sudden and the zapping keeps happening since the patient tried to turn the device off. The patient noted that the issue occurred on the left side. The patient status is unknown at the time of this report and a manufacturer representative (rep) was notified to follow-up with the patient and work to resolve the issue. There were no further complication reported or anticipated.